Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 413 mg/dl. The customer had symptoms of hard to breath and treated with the insulin pump. The customer reported an insulin flow blocked alarm. The customer was unable to complete troubleshooting due to not having an infusion set change. The insulin pump will not be returned for analysis.